Event description:
During coil embolization three orbit coils got stuck in at the hub of two different prowler plus microcatheters. No add'l procedural info has been obtained despite multiple requests. There were no reported pt complications. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the info provided by the customer. The coil of one of the returned orbits (637cs0721) was found to be kinked.

Manufacturer narrative:
The microcatheters were not returned for evaluation. The dcs orbit rec'd intact with the introducer separated from the coil. One kink was visible in the delivery tube. The coil was attached to the gripper. The delivery tube was sectioned just adjacent to the hub. The introducer was backloaded onto the delivery tube. Connected the hemostasis valve to the hub of the prowler plus microcatheter and attempted to advance the coil through the hub; however, obstruction was felt. The introducer was withdrawn from the hemostasis valve and observed that the coil would not exit the introducer. Visual examination of the coil showed kinked and gapped section of the coil. Because of these damaged areas, the coil would not function properly. This appears to be the cause of the reported complaint. Without the catheter used in the procedure, it is not definite that this is the cause. It is likely that a damaged coil would not advance through the catheter. However, the exact cause for the kinked/gapped areas of the coil could not be confirmed. The IFU instructs that during initial introduction of the coil into the microcatheter the introducer should be seated into the hub ofthe microcatheter. It should be visually confirmed through the hub of the microcatheter that the embolic coil is co-axially entering the catheter. If the coil introducer is not fully seated in the hub of the microcatheter, the coil will not be able to be introduced into the hub. It is not known if this procedural factor caused insertion difficulty. It is possible that the resistance encountered led to the kinked condition of the returned coil. However, because of the way that the product was rec'd and the fact that the kinked condition of the coil was not reported by the user, it is possible that the coil stretched after the procedure during handling and packaging for return. The cause of the reported complaint could not be conclusively determined. Due to the lack of procedural info, no definitive conclusion can be made regarding the cause of the reported insertion difficulty or the condition of the returned orbit coil system.